Manufacturer narrative:
The customer did not request getinge to evaluate the iabp in connection with this event. However, the customer has advised that they evaluated the iabp and found error code #66. The customer then replaced the k6a safety valve, checked the battery capacity and performed preventative maintenance. The customer also advised that the iabp passed the safety disk leak test and all test performed. The error log was cleared and the iabp was returned to service.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump generated a high drive pressure alarm several times. The customer was informed that they would have to change out the iabp but there was no back up iabp available. The customer reported he had done some troubleshooting on his own prior to calling. He switched the iabp from auto to semi auto mode and powered the iabp off for 10 seconds and power it back on with no success. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump generated a high drive pressure alarm several times. The customer was informed that they would have to change out the iabp but there was no back up iabp available. The customer reported he had done some troubleshooting on his own prior to calling. He switched the iabp from auto to semi auto mode and powered the iabp off for 10 seconds and power it back on with no success. No patient harm or adverse event was reported.